Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly and low blood glucose. Customer's blood glucose at time of incident was unknown. Customer stated that his pump dumped 87 units in 30 minutes which cause him a lot issue for him. Customer blood glucose at time of incident was unknown. The doctor took him off the pump. Customer declined to speak with helpline.